Event description:
A pt reported experiencing inaccurate erratic results with an ot basic enhanced meter. The pt's blood glucose results were 88mg/dl, 152mg/dl. Tests were done less than 10 mins apart with a difference of 47%. Pt did not experience any adverse event. No further info has been reported.